Event description:
During preventative maintenance of the device, the user reported the mounting arm that holds the central control monitor made noise when the screen was positioned. No other details regarding the nature of this event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.